Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a ventricular tachycardia ablation procedure, the patient experienced transient ischemic attack (tia). A head CT scan performed on (B)(6) 2021 a minute hypodensity consistent with a tia. Additionally, the patient experienced a transitory double vision episode. The patient was treated with anticoagulant therapy. A CT scan performed on (B)(6) 2021, documented stability of the lesion and the event resolved with no further complications to the patient. There were no performance issues with any abbott devices.

Event description:
Following a ventricular tachycardia ablation procedure, the patient experienced transient ischemic attack (tia). A head CT scan performed on (B)(6) 2021 a minute hypodensity consistent with a tia. Additionally, the patient experienced a transitory double vision episode. The patient was treated with anticoagulant therapy. A CT scan performed on (B)(6) 2021, documented stability of the lesion and the event resolved with no further complications to the patient. There were no performance issues with any abbott devices. Per clinical update: during an additional procedure that took place in july 2022, an effusion occurred requiring pericardiocentesis and a blood transfusion. The physician stated that the effusion was related to the ablation procedure, but it's unknown if an abbott device contributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.